Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and mesh was implanted. The patient reported experiencing vaginal erosion, loss of feeling in the back of the right leg, pain in the right groin, pain in the right leg, pain on the right side of the abdomen and sometimes spasms on the right in the abdomen. No further information was provided.